Manufacturer narrative:
This 30-year-old female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: (B)(4)). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (batch no. 959218) inserted. The case describes the occurrence of pelvic pain ('pelvic pain') and uterine leiomyoma ('uterine leiomyoma'). The occurrence of additional non-serious events is detailed below. The subject's medical history included menorrhagia and anemia. Last menstruation before essure insertion on (B)(6) 2012. Concomitant products included alprazolam (xanax) since (B)(6) 2012, atropa belladonna;papaver somniferum latex (b&o supprettes) since (B)(6) 2012, ibuprofen (motrin) since (B)(6) 2012, ketorolac tromethamine (toradol) since (B)(6) 2012, ondansetron (zofran) since (B)(6) 2012 and oxycodone hydrochloride;paracetamol (percocet) since (B)(6) 2012. On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2013, the subject experienced dysmenorrhoea ("dysmenorrhea"), 1 year 1 month after insertion of fallopian tube occlusion insert. In (B)(6) 2017, the subject experienced pelvic pain (seriousness criteria hospitalization and intervention required). On (B)(6) 2017, the subject was found to have uterine leiomyoma (seriousness criterion hospitalization). The subject was treated with surgery (tvu on (B)(6) 2017, laparoscopic assisted vaginal hysterectomy and bilateral on (B)(6) 2018). Fallopian tube occlusion insert was removed on (B)(6) 2018. On (B)(6) 2018, the pelvic pain and uterine leiomyoma had resolved. At the time of the report, the dysmenorrhoea had resolved. The investigator considered uterine leiomyoma to be unrelated to fallopian tube occlusion insert. The investigator considered dysmenorrhoea and pelvic pain to be related to fallopian tube occlusion insert. The reporter commented: the patient complained of pelvic pain and dysmenorrhea. Indication for surgery were fibroids, pelvic pain, menorrhagia, anemia. She underwent lavh (laparoscopic assisted vaginal hysterectomy) with resolution of her pain. Investigator considered that essure contributed to the occurrence of the events pelvic pain and dysmenorrhea diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.7 kg/sqm. Hysteroscopy - on (B)(6) 2012: essure insertion 12:39hr, left and right tubal ostiae seen, hysteroscope removed on 12:43hr, left side 3 essure coils seen, on the right side 5 coils. Pregnancy test - on (B)(6) 2012: negative. Salpingectomy - on (B)(6) 2018: optimal essure coil placement with no adhesions, small uterine fibroids. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-oct-2019: due to reconciliation with study database (amendment of patient ID to (B)(6)) it was detected that this record is a duplicate to case# (B)(4) (medwatch 3500a MFR number 2951250-2019-01986) from which all information was transferred to this case record (B)(4), then duplicate record (B)(4) will be deleted. New: nonserious event "dysmenorrhea" was added, patient was 30 years old at start of that event. Comment added: the patient complained of pelvic pain and dysmenorrhea. Indication for surgery were fibroids, pelvic pain, menorrhagia, anemia. She underwent lavh (laparoscopic assisted vaginal hysterectomy) with resolution of her pain. Salpingectomy on (B)(6) 2018 showed optimal essure coil placement with no adhesions, small uterine fibroids. Investigator considered that essure contributed to the occurrence of the events: pelvic pain and dysmenorrhea. Patient's medical history was added (anemia and menorrhagia) we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This adult female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: (B)(4)). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (batch no. 959218) inserted. This case describes the occurrence of pelvic pain ("pelvic pain") and uterine leiomyoma ("uterine leiomyoma"). On an unknown date, the subject had fallopian tube occlusion insert inserted. In (B)(6) 2017, the subject experienced pelvic pain (seriousness criteria hospitalization and intervention required). On (B)(6) 2017, the subject was found to have uterine leiomyoma (seriousness criterion hospitalization). The subject was treated with surgery (hysterectomy perfomred (B)(6) 2018 and tvu performed on (B)(6) 2017 and hysterectomy on (B)(6) 2018). Fallopian tube occlusion insert was removed. On (B)(6) 2018, the pelvic pain and uterine leiomyoma had resolved. The investigator considered uterine leiomyoma to be unrelated to fallopian tube occlusion insert. The investigator considered pelvic pain to be related to fallopian tube occlusion insert. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.7 kg/sqm. Pregnancy test - on (B)(6) 2012: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-mar-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This adult female subject was enrolled in a company-sponsored interventional study titled (B)(6) (protocol: (B)(4)). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert inserted. This case describes the occurrence of pelvic pain ("pelvic pain") and uterine leiomyoma ("uterine leiomyoma"). On an unknown date, the subject had fallopian tube occlusion insert inserted. In (B)(6) 2017, the subject experienced pelvic pain (seriousness criteria hospitalization and intervention required). On (B)(6) 2017, the subject was found to have uterine leiomyoma (seriousness criterion hospitalization). The subject was treated with surgery (hysterectomy performed (B)(6) 2018 and tvu performed on (B)(6) 2017). Fallopian tube occlusion insert was removed on (B)(6) 2018. On (B)(6) 2018, the pelvic pain and uterine leiomyoma had resolved. The investigator considered uterine leiomyoma to be unrelated to fallopian tube occlusion insert. The investigator considered pelvic pain to be related to fallopian tube occlusion insert. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.7 kg/sqm. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This adult female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: 16974). The subject (patient ID: (B)(6) had fallopian tube occlusion insert (batch no: 959218) inserted. This case describes the occurrence of pelvic pain ("pelvic pain") and uterine leiomyoma ("uterine leiomyoma"). On an unknown date, the subject had fallopian tube occlusion insert inserted. In february 2017, the subject experienced pelvic pain (seriousness criteria hospitalization and intervention required). On (B)(6) 2017, the subject was found to have uterine leiomyoma (seriousness criterion hospitalization). The subject was treated with surgery (hysterectomy performed on (B)(6) 2018 and tvu performed on (B)(6) 2017 and hysterectomy on (B)(6) 2018). Fallopian tube occlusion insert was removed. On (B)(6) 2018, the pelvic pain and uterine leiomyoma had resolved. The investigator considered uterine leiomyoma to be unrelated to fallopian tube occlusion insert. The investigator considered pelvic pain to be related to fallopian tube occlusion insert. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.7 kg/sqm. Pregnancy test: on (B)(6) 2012: negative. Most recent follow-up information incorporated above includes: on 28-feb-2019: lot number received. On 1-mar-2019: internal communication. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.